Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70 serial/lot#: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a whole system replacement for an unknown reason. There was no device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the replacement was because the leads had migrated over time due to anchoring technique and the patient wanted a magnetic resonance imaging (MRI) available as an option.

Event description:
A report was received that the patient underwent a whole system replacement for an unknown reason. There was no device malfunction suspected. The patient was doing well postoperatively.